Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the left anterior descending (lad) artery. A 1.25 mm rotalink burr was used to pre-treat the target lesion. The physician then removed the 1.25 mm rotalink burr and placed a 300cm non-bsc guidewire. A 3.0x26 non-bsc stent was successfully implanted within the lad. A guidezilla extension guide catheter was inserted into the guide catheter. An intravascular ultrasound (ivus) catheter was used to visualize the lesion post intervention. After performing the ivus run, the physician had difficulty passing the ivus catheter through the guidezilla extension guide catheter. The physician opted to pull back the guidezilla extension guide catheter and ivus catheter through the guide catheter as a unit. Upon exiting the guide catheter, it was noted that the guidezilla had broken at the collar. Procedure was completed. No patient complications were reported and the patient's prognosis is good.